Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short circuit condition. It was reported to the manufacturer that the vns pt presented at the treating physician's office with an increase in breakthrough seizures, relationship to pre-vns baseline unk. No intervention was reported to have been taken. A system diagnostic test performed following the onset or the increase in seizures revealed a dcdc code of "0", and the end of service status was set to no.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death.